Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. There was no a52 alarm noted. The pump passed the self-test. The pump had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's pump alarmed and had issues with occlusion. It was reported that the pump was squiring out insulin. It was reported that no numbers appeared on the screen. It was reported that the pump would be replaced and returned for analysis. No further information provided.